Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/03/2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 06/08/2018 for evaluation. Performed visual test and passed. Performed transmitter voltage test and passed. Performed transmitter functional test and pass. Performed pairing test with (B)(4) bluetooth device and passed. Performed share log review and no data does not reflect the full investigation window. The reported event of a loss of connection was undetermined. The probable root cause could not be determined. The complaint cannot be determined because data does not reflect the full investigation window.